Event description:
It was reported that a connection issue occurred where the heater line became disconnected from the heater bag on the home choice (hc) during use. There were no alarms received. The tsr advised the hp that anytime a line disconnects she could not reconnect the line and continue therapy. The hp would do a manual exchange and contact the pdrn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The condition was not confirmed, as the sample was not returned to baxter for evaluation. Therefore the root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was not requested. The lot number is unknown; therefore a batch review will not be conducted. If additional relevant information becomes available, a follow up MDR will be submitted.